Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. But was returned to olympus (B)(4) following additional high level disinfection at (B)(4), the subject device was send to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microorganism growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause could not be determined at present.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing test on (B)(6) 2017 by the facility, the subject device tested positive for e coli and pseudomonas aeruginosa(16cfu/100ml in total). It was also informed that the suction channel tested positive for pseudomonas aeruginosa (39cfu/100ml) in the additional surveillance test on (B)(6) . The facility disinfected the subject device using peracetic acid. There was no report of infection associated with this report.